Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the stem on the alaris large volume tubing not fitting well with the baxter bifuse could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced spontaneous disconnection, and a loose IV set connection. The following information was provided by the initial reporter: product involved was one-link y type bonded (product code: 7n8370k). It was reported that the customer continued to see unintentional disconnects with different lot numbers. The stem on the alaris large volume tubing does not seem to fit congruently with the bifuse unless you really ensure the tubing is secure and even that does not always work. The reporter added that the bifuse cap was a little stiff with the connection and tends to pop back out sometimes. Occurrence date and sample availability were unknown. No additional information was provided.